Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the suture and needle were found to be detached on three packs of the same model when unpacking. An additional new suture was used without an issue. There was no patient involved.